Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had no history of congestive heart failure (chf) and diabetes. There was no calcium noted in the area. During procedure, patient went into complete heart block while crossing the valve with a non-abbott balloon for pre-implantation balloon-aortic valvuloplasty. The valve was implanted at a depth of 3mm at non-coronary cusp but patient never regain sinus rhythm and left room with a temporary pacemaker in place for a day. The patient had an extra day in the hospital. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported stable and discharged on (B)(6) 2024.

Manufacturer narrative:
An event of complete heart block while crossing the valve during procedure was reported. It was also reported that a temporary pacemaker was implanted for a day and a permanent pacemaker was implanted on the following day. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.